Manufacturer narrative:
B3: event date estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the therapy was working great until about 6 months ago when the patient got an infection (the caller did not specify the type of infection). The caller said the patient has gotten a lot of infections since then, and their healthcare provider (hcp) was having a hard time finding a program that works effectively. The caller mentioned that manufacturing representative (rep) had been assisting the hcp. The caller also mentioned that custom programs were added to the ins, but they still haven't found one that works effectively. The caller stated that the hcp wants the patient to get an x-ray to check the lead placement.